Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart at the tubing connector. The issue occurred at the hose. The site location was the left side of patient's abdomen and the pump was in the right pocket. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, the blood glucose level was 91 mg/dl. No further information available.